Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted 'frayed cables at the distal end' on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.